Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
An 81-year-old male with a history of a prior endoscopic-only tif procedure approximately 10 years earlier underwent robotic hiatal hernia repair followed by an attempted ctif procedure under the same anesthesia. During advancement of the esophyx device, slight resistance was encountered at the cricopharyngeus but the device was advanced without significant force. Upon endoscopic inspection, a longitudinal bleeding laceration of the esophagus measuring approximately 18 cm (from 40 cm to 22 cm) above the gastroesophageal junction was observed. The physician attributed the mucosal tear to contact with the tip of the esophyx device. An additional small bleeding laceration was noted proximal to the cricopharyngeus. The tif procedure was aborted. The patient was admitted for observation and evaluation for possible esophageal perforation. Follow-up indicated the patient was doing well and was discharged from the hospital.